Event description:
During the tdp (tear duct probe) procedure, the physician had a crochet hook in the set break at the tip while it was inside the nose of the patient. The object was removed and followed up with x-ray. Xray clear: no retained instrument.this is the fourth event reported with this medical device at this facility within approximately 6 months. Staff/physicians do not know what is causing the events to occur. The manufacturer has been notified and product has been returned.